Manufacturer narrative:
Date sent to the FDA: 9/4/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent right inguinal hernia repair on (B)(6) 2010 with ultra small plug implanted. It was reported that the patient experienced discomfort and bowel stuck to the anterior abdominal wall. It was reported that the patient underwent extensive lysis of adhesions on (B)(6) 2012 during which the surgeon noted he performed lysis of adhesions for over 45 minutes. It was reported that the patient experienced severe pain, intense bladder issues, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/19/2024. H6: appropriate term / code not available (e2402) utilized to capture bowel stuck to the anterior abdominal wall. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.